Event description:
It was reported that, "anchor c all in one guide threaded tip broke off inside anchor c cage."

Manufacturer narrative:
The tip of the instrument broke during surgery. The returned inserter with a broken tip was inspected and the breakage confirmed. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. No adverse event and a 5 minute maximum surgery delay was reported. The broken tip was left in the implant. Note: the inserter is made of biocompatible stainless steel to mitigate the risk of broken tips remaining inside the patient should the device break during surgery. The surgical technique warns about excessive pivoting or angulation on the guide/inserter tip while attaching it to the cage as it can damage the instrument. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No product fault could be detected. As it is assumed that an application of excessive pivoting or angulation on the guide/inserter tip caused the tip breakage, the reported event is likely to be related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that, "anchor c all in one guide threaded tip broke off inside anchor c cage"